Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: 00596403210, articular surface size ef, lot # 62849311. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-06402.

Event description:
It was reported that the cemented tibial component was removed and replaced due to loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Implanted on unknown day in 2015. Concomitant medical products- nexgen femoral component, catalog # 00596401652, lot # 6287833. Reported event was unable to be confirmed due to limited information received from the customer. Per the x-ray report, it indicates that arthroplasty components are anatomically aligned and no gross abnormality but the images are very limited by artifact. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.